Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for low blood glucose back in (B)(6). The patient stated that she is hypoglycemic unaware and she fell unconscious and hit her head on the sink. Her blood glucose at the time of incident was 47 mg/dl. The fall left a knot on her forehead and bloody gash by her left eye. A cat scan was performed and everything looked okay. The hospital staff glued the gash on her head and treated her blood glucose. Additionally, the customer's current blood glucose is 455 mg/dl. The customer declined troubleshooting for the high blood glucose. No products were returned or replaced.